Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a burn on the distal end. In addition to the reportable malfunction, the following were noted: due to a pinhole on the channel tube, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the bending section cover had slack; the connecting tube had a dent; the control unit and the electrical connector were sticky due to water leakage; the indication on grip was peeled; the upward/downward angulation plate was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a burn on the distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, burn on distal end cover occurred due to stress from repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The event can be detected by following the instructions in the operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. "Inspection of the endoscopic image 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as if the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff." Olympus will continue to monitor field performance for this device.